Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a consumer regarding the delivery of an unknown drug in a pain pump. The patient experienced a sudden onset of symptoms, which prompted an MRI. The MRI was performed on (B)(6) 2015 and it was discovered the catheter was disconnected from the pump. Another MRI had been ordered for (B)(6) 2015. The patient was currently in the emergency room (ER) and was being admitted to the hospital due to the leak in the catheter. The patient's symptoms had increased and the patient experienced paresthesia and urine incontinence. Actions taken/interventions, drug information, and outcome were not provided. Additional follow-up was conducted for this information. History: non-malignant pain, failed back syndrome - other...